Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had poor vacuum. The procedure details and patient impact have not been provided. Additional information has been requested but none received.

Manufacturer narrative:
A service record (sr) was opened and the company representative spoke with the customer over the phone. After switching out the probe, the system was functioning properly. No further issues were reported; therefore, the service record (sr) was closed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).